Event description:
It was reported the patient received inappropriate high voltage therapy due to atrial fibrillation. The event was resolved by adjusting the patient's medication. The patient was in stable condition following the event.